Event description:
During a laparacoscopic cholecystectomy procedure, the clips were ejected from the instrument prematurely. The surgeon applied another device. The hosp reported that no pt injury had occurred.